Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an error alrm on the insulin pump. Customer reported that insulin was shooting out of the insulin pump during manual priming. Customer also reported that another insulin pump was returning an error alarm also. Customer reported that the insulin pump had recently been dropped and that the drive support cap was sticking out. Blood glucose level was not provided. No further information was provided.